Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: investigation revealed a crack in the battery compartment. There was moisture found in the battery compartment. A leak test showed a battery compartment leak. No internal moisture was found on the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported moisture in the battery compartment after exposure to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.